Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under went essure confirmation test". The patient's concurrent conditions included irritability, fatigue, pelvic discomfort, uterine bleeding, menstruation abnormal, dysmenorrhea, breast cancer and urticaria drug-induced. Concomitant products included amoxicillin, ibuprofen from (B)(6) 2015 to (B)(6) 2016, medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013, nsaids since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013 and promethazine. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("other injuries/symptoms: hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, abdominal pain, alopecia, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2017. Received treatment for pain, bleeding and other injuries/sympt - yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jan-2020: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, anxiety and mental anguish. Outcome of event pelvic pain were updated. Onset date of event pelvic pain, alopecia were updated. Reporter information, aka name, concomitant drug, medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under went essure confirmation test". The patient's concurrent conditions included irritability, fatigue, pelvic discomfort, uterine bleeding, menstruation abnormal, dysmenorrhea, breast cancer and urticaria drug-induced. Concomitant products included amoxicillin, ibuprofen from (B)(6) 2015 to (B)(6) 2016, medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013, nsaids since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013 and promethazine. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("other injuries/symptoms: hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, abdominal pain, alopecia, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2017. Received treatment for pain, bleeding and other injuries/symptom - yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jan-2020: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, anxiety and mental anguish. Outcome of event pelvic pain were updated. Onset date of event pelvic pain, alopecia were updated. Reporter information, aka name, concomitant drug, medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "pateint did not under went esuure confirmation test". The patient's concurrent conditions included irritability, fatigue, pelvic discomfort, uterine bleeding, menstruation abnormal, dysmenorrhea, breast cancer and urticaria drug-induced. Concomitant products included amoxicillin, ibuprofen from (B)(6) 2015 to (B)(6) 2016, medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013, nsaids since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013 and promethazine. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("other injuries/symptoms: hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, abdominal pain, alopecia, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2017. Received treatment for pain, bleeding and other injuries/sympt - yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jan-2020: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, anxiety and mental anguish. Outcome of event pelvic pain were updated. Onset date of event pelvic pain, alopecia were updated. Reporter information, aka name, concomitant drug, medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under went esuure confirmation test". The patient's concurrent conditions included irritability, fatigue, pelvic discomfort, uterine bleeding, menstruation abnormal, dysmenorrhea, breast cancer and urticaria drug-induced. Concomitant products included amoxicillin, ibuprofen from (B)(6) 2015 to (B)(6) 2016, medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013, nsaids since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013 and promethazine. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("other injuries/symptoms: hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, abdominal pain, alopecia, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2017. Received treatment for pain, bleeding and other injuries/sympt - yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under went esuure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and alopecia ("other injuries/symptoms: hair loss"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2017. Received treatment for pain, bleeding and other injuries/sympt - yes . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: which confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. New events added: abdominal pain, general abnormal bleeding, hair loss, patient did not underwent essure confirmation test were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.